Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump date was incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.